Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, the rv pacing impedance measured 2033 ohms. Beginning (B)(6) 2016, the rv pacing impedance trend dropped to the 361-551 ohm range. Rv polarity switched on (B)(6) 2016. Rv capture threshold measured 0.5 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed at home and was brought into the emergency room in bradycardic arrest. The right ventricular (rv) lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.